Event description:
The healthcare provider reported during a cap procedure and had difficulty accessing the port. Per the reporter the hcp had her put the nuclear dye into the reservoir and they then rinsed with saline but that diluted drug and made the patient "more painful". The reporter stated that she may have been in the cap but could not aspirate. No drug, outcome or interventions reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).